Manufacturer narrative:
The customer declined to have their glidescope avl monitor returned for evaluation and disposal. At this time, the root cause of the reported issue cannot be determined. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the device started presenting lines all over the display. A delay in the procedure of less than five (5) minutes occurred as a back-up verathon glidescope was obtained. No harm to the patient or user was reported.